Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with normal operating currents. There was no failed battery test and battery out limit alarm. The unit was found to have intermittent button response due to a corroded keypad. The unit was received with minor scratches on the lcd window, a cracked case at display window corners, and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report receiving a battery out limit alarm and a failed battery test alarm. The customer was able to clear the alarms but then stated the buttons were unresponsive. The customer's blood glucose level was 20 mmol/l. No further details were provided.